Event description:
It was reported that stent damaged occurred. The 90% stenosed target lesion was located in the mildly calcified and severely tortuous distal left circumflex (lcx). After pre-dilatation of a 2.5 unspecified balloon catheter, a 24 x 2.50 promus premier¿ stent was advanced to treat the lesion however the device was unable to cross the lesion. The physician performed anchor technique to the left anterior descending (lad) and the device was advanced but still it was unable to cross the lesion. Severe resistance was encountered, so the the device was checked and it was noted that the distal side of the stent was damaged. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.; a visual examination of the crimped stent found stent struts on the distal portion of the crimped stent were distorted, stretched and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damaged occurred. The 90% stenosed target lesion was located in the mildly calcified and severely tortuous distal left circumflex (lcx). After pre-dilatation of a 2.5 unspecified balloon catheter, a 24 x 2.50 promus premier¿ stent was selected to treat the lesion however the device was unable to cross the lesion. The physician performed anchor technique to the left anterior descending (lad) and the device was advanced but still it was unable to cross the lesion. Severe resistance was encountered so the device was checked and it was noted that the distal side of the stent was damaged. No patient complications were reported and the patient¿s status was good.